Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 45 mg/dl and 54 mg/dl. Customer treated with glucose tablets for low blood glucose. Customer also specified other relevant blood glucose 74 mg/dl and 126 mg/dl. The insulin pump will not return for the analysis.